Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device, leading to inappropriate automatic mode switch (ams).

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing, inappropriate automatic mode switch (ams), and pacing inhibition was noted on the right atrial (ra) lead. The physician suspected lead damage, however, no diagnostic imaging was performed. Provocative testing was performed and the noise was unable to be reproduced. Technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.